Event description:
A healthcare professional reported that the cutter was not working properly as it could not cut before vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient contact and impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).